Manufacturer narrative:
Qn#(B)(4). The customer returned one swg for investigation. Visual inspection of the swg revealed the guidewire was bent and kinked towards the distal end. Microscopic examination confirmed both welds were attached and fully spherical. The most severe kinks in the guide wire were located at 571 mm and 585 mm from the proximal tip. The overall length of the guide wire measured 601 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.856 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The undamaged portions of the guide wire were advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions-for-use (IFU). The IFU provided with this kit states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The swg revealed the guidewire was bent and kinked towards the distal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use.